Event description:
It was reported that high pacing lead impedance and low r-waves were observed. No noise was noted on the lead. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.